Event description:
Cook was notified that a stent graft infection occurred after the placement of a zenith flex device. The information was presented at the 52nd annual meeting of the japanese society for vascular surgery. The patient was an 85-year-old male who had undergone endovascular aortic repair (evar) four months prior to developing a stent graft infection. He underwent open conversion where a portion of the stent graft was left intact and the peripheral side was anatomically reconstructed with a rifampicin- impregnated artificial blood vessel and omental filling was performed. The patient was transferred to another hospital on the 49th day after surgery. There was no recurrence of infection, but the patient died of pneumonia two years after surgery. The focus of this report is the zenith flex main body graft that required a partial explant due to graft infection. An additional report will be submitted under the patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b3, b5, b7, d1, d4 (model and rpn), d6a (implant date), d6b (explant date), d10. Correction: h6 (annex e), h6 (annex a). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 28jul and 06aug2024. The devices implanted in the index procedure on (B)(6) 2010 included: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96). Zenith flex aaa endovascular graft iliac leg (rpn: tfle-20-39-zt) ipsilateral side. Zenith flex aaa endovascular graft iliac rpn: tfle-20-73-zt) ipsilateral side. Zenith flex aaa endovascular graft iliac leg (rpn: tfle-24-73-zt) contralateral side. Two months after surgery, the patient developed weakness in his lower limbs, so he visited a local hospital, but the cause was unknown. A computed tomography (CT) scan showed no abnormalities, so lumbar spinal canal stenosis was suspected. The patient was admitted to the orthopedic department. A blood test showed high levels of inflammatory reaction, and pyogenic spondylitis was suspected. A follow-up CT scan after admission showed contrast enhancement of the arterial wall, and the patient was transferred to the cardiovascular surgery department for suspicion of an infected aneurysm. Subsequently, gram negative rods (gnr) bacteria was detected in blood cultures, and images suggested abscess formation, so the decision was made to proceed with open conversion on (B)(6) 2010. After the incision of the mass wall, an abscess thrombus was partially observed around the stent graft. Intraoperative speculum examination revealed gnr and leukocytes. The iliac leg grafts were explanted during the procedure. The patient was transferred to another hospital after the reintervention; therefore, it is unknown if the pneumonia that was the cause of the patient's death two years later was related to the infection or the explant procedure. Additional reports will be submitted under patient identifier (B)(6).

Manufacturer narrative:
Investigation ¿ evaluation cook was notified that a stent graft infection occurred after the placement of a zenith flex aaa endovascular graft iliac leg. The information was presented at the 52nd annual meeting of the japanese society for vascular surgery. The patient was an 85-year-old male who had undergone endovascular aortic repair (evar) four months prior to developing a stent graft infection. The devices implanted in the index procedure on (B)(6) l2010 included: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96 ). Zenith flex aaa endovascular graft iliac leg (rpn: tfle-20-39-zt) ipsilateral side zenith flex aaa endovascular graft iliac rpn: tfle-20-73-zt) ipsilateral side zenith flex aaa endovascular graft iliac leg (rpn: tfle-24-73-zt) contralateral side. Two months after surgery, the patient developed weakness in his lower limbs, so he visited a local hospital, but the cause was unknown. A computed tomography (CT) scan showed no abnormalities; however, lumbar spinal canal stenosis was suspected. The patient was admitted to the orthopedic department. A blood test showed high levels of inflammatory reaction, and pyogenic spondylitis was suspected. A follow-up CT scan after admission showed contrast enhancement of the arterial wall, and the patient was transferred to the cardiovascular surgery department for suspicion of an infected aneurysm. Subsequently, gram negative rods (gnr) bacteria was detected in blood cultures, and images suggested abscess formation, so the decision was made to proceed with open conversion on (B)(6) 2010. After the incision of the mass wall, an abscess thrombus was partially observed around the stent graft. Intraoperative speculum examination revealed gnr and leukocytes. A portion of the zenith flex aaa endovascular graft bifurcated main body was left intact, and the peripheral side was anatomically reconstructed with a rifampicin- impregnated artificial blood vessel and omental filling was performed. The iliac leg grafts were explanted during the procedure. The patient was transferred to another hospital on the 49th day after surgery. There was no recurrence of infection. However, the patient died of pneumonia two years after surgery. Patient identifier (B)(6): the main body zenith flex graft rpn: tffb-28-96 (product lot unknown) - subject of this report. Patient identifier (B)(6): the iliac leg graft tfle-20-39-zt (product lot unknown) reviews of documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, no physical examinations could be performed. Medical imaging was not provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information provided. Evidence provided by the customer, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Cook also reviewed product labeling. The device was packaged with IFU t_zaaaf_rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 3 contraindications the zenith flex aaa endovascular graft with the z-trak introduction system is contraindicated in: patients with known sensitivities or allergies to stainless steel, polyester, solder (tin, silver), polypropylene, or gold. Patients with a systemic infection who may be at increased risk of endovascular graft infection. 4 warnings and precautions 4.5 implant procedure minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection. 5.2 potential adverse events endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; barb separation and corrosion infection of the aneurysm, device, or access site, including abscess formation, transient fever, and pain surgical conversion to open repair vascular access site complications, including infection, pain, hematoma, pseudoaneurysm, arteriovenous fistula wound complications and subsequent attendant problems (e.g., dehiscence, infection) 9 how supplied the zenith flex aaa endovascular graft with the z-trak introduction system is sterilized by ethylene oxide gas and pre-loaded in peel-open packages. The device is intended for single use only. Do not re-sterilize the device. The product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return it to cook. Do not use after the ¿use by¿ (expiration) date printed on the label. Based on the evidence from the customer and the completed investigation, cook could not establish a definitive cause for the reported graft infection with the information provided. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.